Event description:
It was reported that before start of case, the cardiosave intra-aortic balloon pump (iabp) unit had a helium loss alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during case, the cardiosave intra-aortic balloon pump (iabp) unit had a helium loss alarm.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon (iabp) had an issue regarding the "helium loss alarm". Users were getting an error as "gas loss in iabp circuit". A getinge field service engineer (fse) had evaluated the unit and after the troubleshooting of an unit fse had looked through the logs. Than the unit was being completed with safety, calibration and functionality checks which were being passed as per the factory specifications. The unit was returned to the customer and it was being ready for the clinical use. There was no involvement of the patient.

Event description:
N/a.